Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in mildly tortuous and severely calcified left anterior tibial artery. A 1.2mmx15mmx142cm coyote was advanced for dilatation. However, during inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.